Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the scs was ¿popping out of their back, it was dislodged, moved and was very painful¿. They stated that ¿it felt like acid burning them, slowly aggravating them and recently in the last two years they had left should replacements so they had to sleep on their right side so they were always having to lay on it¿. The patient stated that this may have caused it to move. The patient stated that it had gotten worse the last six months to the point where wearing jeans hurt them. The patient stated that their managing healthcare provider (hcp) does not perform removals and the patient stated that they were not willing/able to go back to their implanting physician. A list of hcps were provided to the patient. The event occurred in 2019 (last six months). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) and patient indicated that about 9 months to a year ago, their ins moved in the pocket and is causing a burning pain in the pocket by their right hip. The mentioned that they had been sleeping on it, causing it to have moved. The patient is scheduled for a pocket revision on (B)(6) 2019. At the time of the revision, the ins was replaced with a new system. The explanted device was discarded. The issue was resolved at he time of the report. No further complications were reported or anticipated.